Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv over sensing was noted. Further evaluation was recommended. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Additional information from (B)(6) 2015 stated that on (B)(6) 2015 the lead was explanted and replaced. A lead insulation defect with evident externalized conductors was observed. The patient¿s condition is fine post procedure.